Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions). Corrected fields: b5, d5, g2, h6 (health effect ¿ clinical code, health effect ¿ impact codes). Additional customer contact phone: (B)(6). Getinge field service engineer (fse) investigated the customer's complaint and he could not reproduce the loud pitch when turning on machine. Found the following faults in the fault logs, 124 and 58, which corresponded with time of the issue. Replaced pcb, solenoid control board. Performed full calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The failure analysis and testing dept. Received with a reported unit failure of a loud pitch when powered on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave. Could not confirm the failure. This board is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that before use, a member of air methods transport team arrived at (B)(6) to pick up a patient. An attempt to power on the cardiosave intra-aortic balloon pump (iabp) unit however the unit made a loud pitch scream and did not turn on . They attempted that x3 with the same result. They called their dispatch for another base to complete the transport. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, a member of air methods transport team arrived at baptist health to pick up a patient. An attempt to power on the cardiosave intra-aortic balloon pump (iabp) unit however the unit made a loud pitch scream and did not turn on . They attempted that x3 with the same result. They called their dispatch for another base to complete the transport.